Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had issues with inadequate seal three times. Twice were on smaller vessels and once was on a 5mm vessel. The surgeon commented that the activation and end times seemed very short. This was an updated ft10 generator. There were no cameras on so oozing could not be seen. The surgeon used clips to stop the oozing. There was no regrasp alert, but there was end tone heard, and there was evidence of energy delivered. There was no patient injury.